Manufacturer narrative:
(B)(4). Batch # p91c75. The analysis results found that the el5ml device was returned with no damage in the external components and 1 clip malformed inside plastic bag; upon visual inspection, 2 clips were noted to be jammed inside the shaft. The clips were removed in order to perform functional testing. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 7 conforming clips. In addition, the device locked out as intended. The jammed clip may have caused the device to not fire the clips properly or at all; however, cause not determined could be reached as to what may have caused the clip jamming. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the device was locked out, and had an issue when feeding the clips into the jaws. Another device was used to complete the case. There were no adverse consequences to the patient.